Event description:
A talent captivia thoracic stent graft system was implanted in a patient for the endovascular treatment of an type b thoracic dissection approximately 5 months ago. Vessel morphology from the time of implant was not reported. It was reported that the patient presented approximately 4 months post-stent graft implantation with a type a dissection to the aortic root. The physician elected to surgically repair the type a dissection, which was successfully resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results - (dissection), (pre-operative dissection), (use of device to treat a pre-operative dissection). Conclusions - (pre-operative dissection), (use of device to treat a pre-operative dissection).